Manufacturer narrative:
The insulin pump powered up properly and no blank display noted. The device was received with normal operating currents. No damage found on the connector and or lcd isolation tape. The device had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, broken belt clip slot, and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a blank display. The blood glucose reading was unk. The customer's husband stated that the insulin pump's battery was going low, and when he and the customer changed the battery, the insulin pump did not turn back on. Upon troubleshooting, the display did not return. The caller stated that the customer tried 3 to 4 new batteries, and none worked. Advised replacement of the insulin pump. Nothing further reported.